Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, vaginal discharge, urinary tract infection, amenorrhea and parity 3. Previously administered products included for contraception: mirena. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2017, the patient experienced tooth fracture ("dental problems : broken tooth"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salping. (Bilateral), surgical removal of coil(s) - bilaterally). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder and urinary tract disorder had resolved, the dyspareunia, fatigue, vaginal haemorrhage and dysmenorrhoea was resolving, the tooth fracture had not resolved and the migraine, nausea, vaginal discharge, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right side- 1 trailing coil, left side- 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs and mr received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, urinary problems or changes, bladder problems or changes, nausea, dysmenorrhea (cramping), vaginal discharge, hair loss, lower abdominal pain", reporter, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems") and fatigue ("fatigue"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, tooth disorder and fatigue had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Events: pelvic/abdominal, back, dyspareunia (painful sexual intercourse), chronic, dental problem, fatigue were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, vaginal discharge, urinary tract infection, amenorrhea and parity 3. Previously administered products included for contraception: mirena. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2017, the patient experienced tooth fracture ("dental problems : broken tooth"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salping. (Bilateral), surgical removal of coil(s) - bilaterally). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder and urinary tract disorder had resolved, the dyspareunia, fatigue, vaginal haemorrhage and dysmenorrhoea was resolving, the tooth fracture had not resolved and the migraine, nausea, vaginal discharge, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right side- 1 trailing coil, left side- 7 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Lot number:a64634, manufacturing date:2012/10, expiration date:2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.